Event description:
It was reported that inappropriate mode switch episodes were observed via remote monitoring system due to far field r-wave oversensing on the atrial channel. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.